Event description:
A malfunction related to the product was reported by a distributor from finland, with no notable events occurring prior to the issue. The exact impact on the customer's blood glucose level was unknown as the customer declined to provide this information. The customer did not reset the pump despite experiencing the malfunction three or more times and contacted technical support for the first time regarding these incidents. A decision was made to replace the pump. The customer was informed about the replacement, and instructions were provided for returning the problematic pump within ten days using the pre-paid shipping materials. The pump was confirmed to be under warranty, and customer technical support also confirmed the customer's shipping address and provided necessary instructions for the pump¿s transport.